Event description:
Stent fracture following cypher stent placement. Target lesion was identified as a de novo lesion of the mid left anterior descending artery (mlad) with 80% stenosis. No add'l procedural or event info is available.